Event description:
It was reported that the right ventricular lead experienced decreasing r-waves. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. The defibrillation conductor was distorted. Exposed defib coil had white substance; outer insulation had cosmetic depression; there was blood in/on the helix/lobe mechanism (sleeve head) and in/on the helix/lobe mechanism. Tip seal observation and apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.